Manufacturer narrative:
The referenced percutaneous lead (driveline) repair and pump exchange was reported under medwatch MFR report# 2916596-2018-00708. (B)(4). Approximate age of device - 1 year, 1 month. A direct correlation between device and the report of elevated lactate dehydrogenase and suspected thrombosis could not be conclusively established through this evaluation. The pump was returned assembled with the percutaneous lead (driveline) severed approximately 2.5¿ from the pump housing. The remainder of the driveline was returned in a segment measuring approximately 39¿. The inflow conduit and the outflow graft were not returned. The outlet elbow was returned attached to the pump¿s outlet port. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to the reported events. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The instructions for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had received a percutaneous lead (driveline) replacement on 01feb2018 however; pump stoppage events were recorded immediately after the replacement. The following day, the patient received a pump exchange. When the pump was returned for evaluation, details that the patient may have experienced device thrombosis were also reported. The patient was admitted for increased lactate dehydrogenase (ldh) at 900 u/l and suspected thrombus. Repeat ldh showed a further increase in ldh to 1350 u/l. Urinalysis revealed hemoglobinuria. No additional information regarding the device thrombosis was reported.